Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: could you please provide more details to " inside of the product box was damaged"? Was a part of the stapler broken (closing trigger, firing trigger, handle, jaws, etc.)? Did any piece break off of the device? If yes, did it fall into the patient? If yes, how was it retrieved? Did this alter the procedure in any way? Were there any issues with the jaws of the stapler (visibly damaged)? Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? Were any unusual or unexpected noises heard during time of use? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one individual box from a psee60a was returned for analysis. Upon visual inspection, the individual box was noted to be ripped and the damage was observed to be from the outside to the inside. In addition, it was observed that the blister from the packaging was damaged; it was noted to be broken and the package was partially open. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when they used it, inside of the product box was damaged. No patient consequences reported. No further information is available.